Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4). Reporter number extension (B)(6).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck with key device coupling was worn, the chuck seized, the etching was illegible and had component damage. It was further determined that the device failed pretest for general condition, marking & labeling, check drill chuck with key, check the maximum range of tool coupling and check the minimum range of tool coupling. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.